Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 02202 was returned and analyzed. During external visual inspection of the balloon segment, blood/fluid was observed inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip and also the guide wire lumen was breached close to the tip. In conclusion, the balloon catheter failed the returned product inspection due to a breach observed on the guide wire lumen and a breach on the guide wire lumen on the attachment to the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.